Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation: alinity m resp-4-plex (list 09n79-090) lot 383143 retain sample was tested by the complaint support team. Lot 383143 met all validity and acceptance criteria with no error codes. The assay lot 383143 is performing as expected and passed the validity and acceptance criteria. As a result, a potential product deficiency was not identified by this evaluation. Customer data review: review of the customer data was performed. The run which involved the discrepant result was valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 383143 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot# 383143 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot# 383143 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot# 383143. A product deficiency was not identified by this review. Based on the investigation elements, a product deficiency could not be identified by this review.

Event description:
The customer reported false positive alinity m resp-4-plex results for three patients for the rsv target. The following was provided: sample ID. (B)(6), (test date unknown) flua (CT 17,87), rsv (CT 37,83), reagent lot: 383143, rsv v genexpert negative; the customer only questions the rsv result. Sample ID (B)(6) (tested the(B)(6) 2023) , flua (CT 18,47), rsv (CT 30,41), reagent lot: 383143, rsv v genexpert negative; the customer only questions the rsv result. Sample ID (B)(6), (tested the (B)(6) 2023) fluab, sars negative, rsv (CT 37,20), amp lot: 383143, rsv v genexpert negative; the customer only questions the rsv result. There was no impact on patient management reported.

Manufacturer narrative:
An elevated complaint investigation will be performed; a follow-up report will be submitted once the investigation is complete. This event is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. As the event occurred over multiple run dates, the following additional reports have been submitted under the following report numbers and date of event: date of event (B)(6) 2023 3005248192-2023-00093 date of event (B)(6) 2023